Event description:
A customer from the netherlands reported to biomérieux a misidentification of corynebacterium simulans as corynebacterium diphtheria for a patient sample in association with the vitek® ms instrument (arrow - vitek ms rp5800 acq pc kit cli) . The customer reported the vitek® ms identified corynebacterium diphtheria (99.8%) and the reference lab result was corynebacterium diphtheriae by 16s sequencing. The customer stated the incorrect result was reported to the physician, however due to the result, no treatment was given until the final result was received from the reference lab. The final answer had a delay of several weeks. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the (B)(6) reported to biomérieux a misidentification of corynebacterium simulans as corynebacterium diphtheria for a patient sample in association with the vitek® ms instrument (arrow - vitek ms rp5800 acq pc kit cli) . An internal biomérieux investigation was performed. Summary of data analyzed: four (4) sample mzml tested on (B)(6) 2017. Eighteen (18) ecal mzml from (B)(6) 2017. Issue date: 24mar2017. Last fine-tuning date: 16mar2017. Conclusion on the system: system was not operational during the test. Conclusion on the identification: regarding the customer data, the most probable identification is corynebacterium simulans. This identification was confirmed by 16s sequencing (reference method). The expected identification was obtained with vitek® ms knowledge base v2.0 after a new fine tuning. Suspected root cause of the issue: non-optimal fine tuning.